Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The patient's blood glucose at the time of incident was 577 mg/dl. The patient treated via insulin pen injection. The alarm was resolved by a complete set change. The insulin pump was not returned for analysis.